Manufacturer narrative:
In progress. Pending motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, shifted end cap sticker and scratched reservoir tube window noted.

Event description:
Customer called reporting her insulin pump alarmed motor error during a bolus. Customer's blood glucose level was 179 mg/dl. She has manual injections as a back up. The device was not bumped or dropped. It was not exposed to a strong magnetic field. Customer was assisted with clearing the alarm. Customer does not use the sensor feature. She is able to rewind the device. She received a motor error during rewind. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, shifted end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.